Manufacturer narrative:
Device evaluation completed on april 11, 2021: visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a tear on the anterior view, measuring approximately 1.5 cm. No apparent damage in the valve was detected. Microscopic examination was performed on the edges of the rupture, and parallel striations were found, in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, defective valve manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced right sided deflation post procedure. The patient noticed slow valve leak. A physical examination was performed by a physician and deflation was diagnosed. As a result, patient underwent bilateral replacements with cat#: 3504504bc on (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per document received with the device date of explantation changed to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).